Event description:
Customer reported via phone, she experienced high blood glucose of 440 mg/dl because she forgot to resume basal when reconnecting after showering. Customer declined being transferred to perform troubleshooting. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.